Event description:
It was reported that the patient presented in emergency room on (B)(6) 2017, complaining of inability to breathe, chest pain, lightheadedness and dizziness. Upon interrogation, loss of capture was noted on the right ventricular lead; impedance and sensing was stable. A temporary lead was implanted to stabilize the patient. Later the same day, the lead was capped and replaced. The patient was stable post procedure.